Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial pt experienced a shocking sensation whenever he would take a step when walking and not at any other times. Reprogramming did not resolve the issue and troubleshooting showed no issues. The pt did plan to go on to the permanent implant which had not occurred yet. If additional info becomes available, a follow up report will be sent.